Event description:
It was reported that the patient was unhappy with the position of the implantable pulse generator (ipg) and it was rubbing the top of his hip. No device malfunction was suspected. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.